Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. Upon visual investigation, no issues were found with the devices returned. Upon functional testing, the devices did work as required. However, the two devices and broken pieces were not returned for investigation. No problem found.

Event description:
It was reported on 04/10/2023 by a sales representative via phone that an ar-3636 fibertak anchor sutures were breaking prior to it going through the transition, higher than where it would normally break. Device breaks during use, no patient harm.